Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. Calibration and quality control (qc) were within acceptable ranges when erroneous results were obtained. With siemens¿ remote assistance, the customer reviewed the results monitor, errors were found in both the kinetic check and mix check, which indicated an issue with the sample mixer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked the mixer currents, replaced the reagent probe 1 (r1) vertical belt, aligned r1, and verified the center of the cuvette. The cse then performed a mixer diagnostic test (mdt) for r1, which passed, followed by running a quick check. The analyzer was reset, and a service method test (smt) was performed. The cse aligned r1, reagent probe 2 (r2), and sample probe 1 (s1), and ran mix and overmix tests for r1 and s1. In cup patient precision, quality control (qc), and a system check were performed, all of which recovered acceptably. Then, the cse replaced the sample vertical belt, mixer, and probe; aligned the sample probe; performed mdt on the sample probe; verified probe alignment to the center of the cuvette; performed empty and fill of millipore; replaced q gard; primed probes; ran a quick check; ran smt for the sample probe; performed under mix and over mix; redid mdt and reran alignment; and ran cup precision and qc, all of which recovered acceptably. Siemens evaluated the event and concluded that worn belts, mixing and alignment related malfunction potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the falsely depressed carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results recovered higher than the initial results and were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.